Event description:
A malfunction on a pump was reported. There was no reported adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues arise.